Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizures, hyperglycemia and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 55 mg/dl. The patient's blood glucose (bg) values also reached 310 mg/dl. The patient suffered a seizure and was treated by the parent. For treatment, the patient was given sugar. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
Investigation of the device found no damages or defects that could contribute to the pod to overdeliver insulin. The downloaded data shows no drive stalls or timeouts that could indicate the pod has overdelivered insulin. There are safety mechanisms in place that prevent the over delivery of insulin.